Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported the patient was constipated and stool were like pellets. The patient further stated that she suffers from severe constipation and that the device was helping with this but now it is not and they had lots of infections. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.